Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced discomfort (described as jolting sensation) at the ipg site upon connecting to patient's programmer with stimulation on. Replacement of patient programmer did not resolve the issue. However, no jolting sensation was observed while connecting to rapid programmer. Also, the patient reported a fall at the ipg site. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the ipg was explanted and replaced which resolved the issue.